Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in e.3.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. This procedure was notintended to leukoreduce the rbc concentrate.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide updated information in investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Correction: retraining of the customer was performed by a terumo bct clinical specialist in october. It was discussed with the customer that all products obtained with catalog 82406 should be filtered in order to reduce the amount of wbcs in the product. Root cause: based on the available information, the cause of the leukoreduction failure in the rbc product was a process issue in which the products were being measured for residual white cells prior to filtration. The 82406 tubing sets do not have in-line filters built in and trima does not guarantee leukoreduction of the rbc product when there is no in-line filter to capture the wbcs.